Event description:
It was reported that: physician completed a tavr with a 14f sheath. He attempted to close the arteriotomy site with one suture-mediated closure system and reported that it failed. The physician decided to "bail" out the large bore closure with a 14f manta. The depth was measured with a 14f manta depth locator prior to deployment. A post angiogram was taken, and no extravasation/blushing was detected, and hemostasis was achieved. Approximately 12 hours later the patient's blood pressure dropped, and patient was coding in the ICU. It was reported from the physician there was a retroperitoneal bleed that was not detected with post closure. Patient expired in the ICU. Physician did not attribute the death to the manta device. Additional information was received on 24jul2023: during a tavr procedure, access was obtained in the right cfa. The vessel size measured 6.9mm with mild posterior calcification. There was no reported tortuosity. The measured manta depth was 3+1 = 4cm. Prior manta deployment, the sbp was 130/60mmhg, the act was 230, and protamine and heparin were administered intravenously. The manta was deployed at the measured depth.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A (B)(6)female patient, 45 kg, bmi-22 presented in the or for a tavr procedure. Arteriotomy was 6.9mm, mild calcification in the common femoral, and posterior wall calcification. The patient was administered heparin before placement of the valve utilizing a 14f sheath. Following valve placement, protamine was administered, activated clotting time was 230, and systolic blood pressure was 130/60. The physician attempted to close the access with another closure device, although was unsuccessful. The physician bailed out the closure procedure with a 14f manta. Depth measurement was attained utilizing the 14f depth locator. The manta device was then deployed to the measured depth of 3cm + 1cm. Following deployment, a post-angiogram indicated no extravasation or blushing, and hemostasis was achieved. Twelve hours later, the patient's blood pressure dropped, was coded, and expired in the ICU. An undetected retroperitoneal bleed was found post-closure. The physician reasonably concluded manta did not attribute to the patient's expiration. There is suspected to be no manta closure device failure. Manta hemostasis was immediately achieved, and the reported death is potentially due to the retroperitoneal bleed. The manta instructions for use lists the following potential adverse events related to the deployment of vascular closure devices including retroperitoneal bleeding, and its consequences, as a result of failed closure in the setting of an access above the inguinal ligament or the most inferior border of the epigastric artery (iea). Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to death related to the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: physician completed a tavr with a 14f sheath. He attempted to close the arteriotomy site with one suture-mediated closure system and reported that it failed. The physician decided to "bail" out the large bore closure with a 14f manta. The depth was measured with a 14f manta depth locator prior to deployment. A post angiogram was taken, and no extravasation/blushing was detected, and hemostasis was achieved. Approximately 12 hours later the patient's blood pressure dropped, and patient was coding in the ICU. It was reported from the physician there was a retroperitoneal bleed that was not detected with post closure. Patient expired in the ICU. Physician did not attribute the death to the manta device. Additional information was received on (B)(6) 2023: during a tavr procedure, access was obtained in the right cfa. The vessel size measured 6.9mm with mild posterior calcification. There was no reported tortuosity. The measured manta depth was 3+1 = 4cm. Prior manta deployment, the sbp was 130/60mmhg, the act was 230, and protamine and heparin were administered intravenously. The manta was deployed at the measured depth.